Manufacturer narrative:
The technician found the front left brake caster is broken.

Event description:
The technician reported the front left brake caster would not lock, when the brake caster was put into lock position, the brake caster would still roll. No patient injury reported.